Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that upon sensor removal due to an interruption in sensor readings, pt couldn't locate the sensor wire and is concerned that sensor may be inside of her skin. At the time of his call to dexcom technical support, besides redness and tenderness around the insertion site, pt reports that she was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.